Event description:
It was reported that the trial patient¿s stimulation was intermittent and she felt it ¿on and off.¿ the patient started her trial the day prior to the report and had her stimulation turned up to ¿10.¿ the patient felt stimulation primarily on the bottom of her spine and not in the pelvic area like the doctor said it should be. The patient stated that she woke up in the night and it was ¿off¿ and in the morning when she woke up it was ¿off.¿ about two weeks later it was reported that the cause of the event was that the trial box ran out of battery twice and there was lead migration of the trial wires. The event was attributed to the lead. It was reported that the patient would have no stimulation unless the controller was up to 10 and it was intermittent in nature. No hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).